Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was using an omnipod 5 insulin pump at the time of the event. On (B)(6) 2026, the patient experienced extreme hunger, followed by feelings of faintness and shakiness. The last thing she recalls was losing consciousness. She stated that her coworker called the paramedics. The dexcom app and omnipod 5 controller were showing 159 mg/dl, which were significantly higher than the result she got when the paramedic used the glucometer to check her bg levels, which showed 60mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.